Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Blood glucose value was 97 mg/dl. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. He removed the battery for 10 minutes and cleaned the battery cap, but the display did not return after inserting a new battery. The customer stated that the alarm history showed a battery out limit, off no power, weak battery and low battery. The customer stated that the battery out limit alarm occurred during normal use. She was assisted with clearing the alarm, and reprogramming the settings. She was advised to monitor the insulin pump. The device was not replaced or returned for analysis.